Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the surgeon advised the lens had mark, one cracked in the injector. The lens was removed during initial procedure. The procedure was completed with the unspecified backup lens. There was a patient harm. The patient was prescribed with the acetazolamide for 3 days. Additional information has been received and stated that on (B)(6) 2025 the patient was seen for aftercare and was found to have left eye edema with folds in descemet's membrane. The patient was completed oral medication course and is continuing with routine eye drops and scheduled aftercare appointments.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).